Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis confirmed the initial report, the display was cracked. It was also noted that the keyboard was scratched, the upper case, one side bail cover, and battery drawer were broken, the battery contacts were compressed, the knobs and lead flex cover were contaminated, the ring was bent, and the lower case and one side bail cover were broken and contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the lcd was cracked. No patient involvement or complications were reported as a result of this event.